Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the incorrect amount of units of insulin when delivering a bolus. Customer's blood glucose level (bg) was 54 mg/dl. Reportedly, the customer consumed carbohydrates to address bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.